Event description:
It was reported from (B)(6) that during testing, it was discovered that the battery oscillator device stopped functioning. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not functional and would not run. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on mechanical and electrical components from repeated sterilization and normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.